Event description:
It was reported that the atrial lead had dislodged. It was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.